Manufacturer narrative:
Block d2b: product code - additional product code qon. Block c2/d10: model number/catalog number: 4101 serial number: (B)(6) batch/lot number: ax1t031797 model/catalog description: neurostimulator unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that a patient had a follow up appointment with their physician in (B)(6), and the patient's neuromodulation system was found to have all four impedances showing open. A lead revision was performed on (B)(6) 2026. There are no other issues or complications reported at this time.